Event description:
Pt's ot ultra meter would not power on. The pt reported no high or low blood glucose symptoms while attempting to test. The issue with the meter was not resolved with troubleshooting. No further info was reported.